Manufacturer narrative:
(B)(6).

Event description:
A report was received that the patient was having difficulty charging his ipg after a non-device related procedure and that the placement of the ipg was causing him pain after a revision procedure (MFR report #: 3006630150-2013-02312). The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further action will be taken.

Event description:
A report was received that the patient was having difficulty charging his ipg after a non-device related procedure and that the placement of the ipg was causing him pain after a revision procedure (MFR report #: 3006630150-2013-02312). The patient will undergo an explant procedure.